Event description:
Literature was reviewed regarding a comparison of contemporary transcatheter heart valve prostheses from the german aortic valve registry.  The study population included 24,124 patients who were predominantly female with a mean age of 80.4 years.  Multiple manufacturer¿s devices were implanted in the study population; 7,028 patients were implanted with a medtronic evolut r bioprosthetic transcatheter valve.  Among all evolut r patients sixteen intraoperative deaths occurred at a rate of (B)(4).  No further details were provided on the deaths.  The physician/authors stated the incidence of severe intraoperative complications strongly confirmed a high level of safety for all transcatheter platforms.  Among all evolut r patients adverse events included: myocardial infarction, stroke, vascular complication, conversion to open surgery, coronary obstruction, arrhythmia requiring permanent pacemaker implant, severe paravalvular leak, and additional hospitalization due to complications from the aortic valve intervention.  No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: rudolph et al. Comparison of contemporary transcatheter heart valve prostheses: data from the german aortic valve registry (gary). Clin res cardiol. 2023 jul 18. Doi: 10.1007/s00392-023-02242-z. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.